Event description:
The device was used during a fem pop procedure. Reportedly, the staples did not form properly. The surgeon manually sutured and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not received for eval.